Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jan-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 27-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had muscle weakness in the foot and lumbar spine. It was unknown if this was related to the device or therapy. Additional information was received from the patient. It was reported that the patient said the muscle weakness was related to implant. A couple weeks after implant both of the patient's legs had weakness. The patient is in a wheel chair now and is in physical therapy. No further complications were reported.